Manufacturer narrative:
Device evaluation summary completed on 10/25/2019: during evaluation of the sample it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant medical products: mentor memorygel 375cc silicone breast implant, cat#; 3503754bc, sn#: 7732954-039. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 375cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by mammogram examination. The doctor confirmed bilateral rupture during removal surgery. The latest report indicated only left ruptured . As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3507375bc, serial number (B)(4), and right replaced with catalog number 3507375bc, serial number (B)(4) on (B)(6) 2019.